Event description:
It was observed during inspection and testing of the returned subject device that foreign material was found in the objective lens, in the nozzle, in the tip cover and in the illumination lens. Additionally, the distal tip cover was burned. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material that remained in the device. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, olympus could not specify the cause of the foreign material that remained in the device. Additionally, olympus was unable to determine the cause of the burnt distal tip from the information obtained. A probable root cause could be that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip while in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.